Manufacturer narrative:
Information was received via journal article. Please reference literature at the following location: (B)(4). Other device used: catalog #unk, unknown tm stem, lot #unk. Catalog #unk, unknown tm acetabular shell, lot #unk. Catalog #unk, unknown head, lot #unk. This report will be amended when our investigation is complete.

Event description:
A (B)(6) female fell from a standing position onto her hip 8 months after surgery. There was no fracture or dislocation at the time, but she had feelings of instability. At 11 months, the patient suffered a spontaneous dislocation. Upon exploration the patient was found to have a fragment of fractured liner between the liner and the femoral head. The entire component was revised.

Manufacturer narrative:
No device or photos were received, therefore the condition of the component is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. This device is used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search cannot be completed since the part and lot number is unknown. Relevant medical history and adherence to rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.